Event description:
Ous MDR. This patient received several inappropriate shocks on (B)(6) and now all of the programmable functions are blocked and the device is difficult to interrogate. Also, an error message stating the battery has 2% left has been noted.

Manufacturer narrative:
Upon receipt, the ICD was interrogated revealing the battery status eri. The safety backup program was found to be activated. At a next step the memory content of the device was inspected. The inspection revealed that the device activated the safety backup program on (B)(4) 2013, because it detected an invalid memory content. By design, the ICD performs self-checks. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup program to assure the patients safety. While in this safety program, the ICD is capable to deliver anti-bradycardia and anti-tachycardia therapies. Upon interrogation, as well as via home monitoring, a device status error message appears to notify the physician. After manual correction of the invalid memory content, the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the backup mode, to assure the patients safety. After the correction of the invalid memory content, the device proved to be fully functional. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields, might have contributed to the clinical observation.